Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, and resuming insulin. Despite experiencing frequent occlusion issues, the caller declined additional assistance.